Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had blank display due to the battery tube connector was not plugged in properly. The device had cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the customer's insulin pump had a blank display. The insulin pump continued to have a blank display after the battery cap was replaced. His blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.